Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The target lesion was located in the subclavian artery. After flushing the 10x30mm express ld vascular stent system during preparation, the physician observed the stent was damaged. The stent was bent and the proximal struts were noted to be 'kinked'. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The target lesion was located in the subclavian artery. After flushing the 10x30mm express ld vascular stent system during preparation, the physician observed the stent was damaged. The stent was bent and the proximal struts were noted to be "kinked". The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed the stent was crimped on the balloon in the correct location. Visual and microscopic examination of the stent revealed that a strut on the fourth row in from the distal end of the stent was lifted up. The struts proximally to this were misaligned. The profile of the stent was measured and was within specification. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).